Event description:
During hemodialysis in the dialysis department when the nurse wanted to disconnect the extension (blue one) from the connector in the tube coming from the machine, the connector- blue, of the evenmore disconnected from the tube of the evenmore. The patient was sent to the angiosuite to replace the catheter.

Manufacturer narrative:
Lot history record review: the lot number was not supplied. A ship history was conducted on the complainant and the catalog number. A ship history showed several possible lot numbers had been shipped. The possible lot history records were reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would have contributed to the reported complaint. Review of returned sample: the complaint sample has been returned for evaluation. The complaint investigation is currently ongoing at this time. Conclusion: findings of the investigation will be reported at the conclusion of the investigation.